Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned for analysis. Visual inspection of the lead found that the helix was extended. The insulation between the helix housing and the anode ring was twisted and the stylet was stuck in the lead. Analysis partially confirmed the complaints. The helix would not retract, most likely due to dried body fluid in the helix mechanism. The complaint of low sensing, unable to retrieve impedances and loc was not confirmed by analysis. Electronically the lead met specification.

Event description:
Boston scientific received information that this right atrial (ra) lead was being revised due to low sensing, unable to retreive impedances and no capture at 6.5 volts. During the revision procedure the screw of the ra lead would not retract. This ra lead has been removed from service and successfully replaced. No adverse patient effects reported.